Manufacturer narrative:
The customer performed their own troubleshooting with the support of a beckman customer technical specialist and replaced the sample probe and reagent probe to resolve the issue. After the replacement, calibration and quality control were performed with acceptable results, verifying that the analyzer had resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining zero patient results for multiple chemistries on their dxc 700 au clinical chemistry analyzer. Patient results were not released outside the laboratory. The customer was unable to provide which chemistry was affected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.